Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "revision total hip arthroplasty due to pain from hypersensitivity to cobalt-chromium in total hip arthroplasty" written by ima kosukegawa, md, satoshi nagoya, md, phd, mitsunori kaya, md, phd, koichi sasaki, md, phd, mikito sasaki, md, and toshihiko yamashita, md, phd published by the journal of arthroplasty vol. 26 no. 6 2011 was reviewed for MDR reportability. The article's purpose was to report on a case of (B)(6) year old woman with a left tha utilizing depuy aml -a plus stem with duraloc cup and cocr head and enduron poly liner all received in 2002. In 2005 she developed left hip pain and a cystic lesion was discovered without infection via CT. Radiographs revealed osteolysis around the acetabular component without loosening. Revision was performed and the cocr stem was removed and debridement was performed of the cystic lesion in iliopsoas muscle. Necrotic soft tissue was present. No mention of debris. She was diagnosed with hypersensitivity to cocr. She remained asymptomatic 3 years post revision surgery.